Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl procedure, the evac 70 xtra stopped working when being used. Upon inspection it seems the electrodes were missing from the wand's tip. There was a backup device available to complete the procedure. It is unknown if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image shows a used wand with electrode wires detached. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.